Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced foreign matter, contaminated. The following information was provided by the initial reporter: customer discovered particulate matter in the chamber of multiple unopened 0.2 micron filter tubing. Black particulate matter was found for 250ml 0.9%ns and 0.2 micron filter tubing. Red particulate matter was found in the 0.2 micron filter tubing with a different lot number in its original packaging.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22115693. Medical device expiration date: 29-nov-2025. Device manufacture date: 25-nov-2022. D.4. Medical device lot #: 22076009. Medical device expiration date: 28-jul-2025. Device manufacture date: 27-jul-2022.

Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation. A complaint of foreign matter inside the tubing was received from the customer. Ten samples of lot 22115693 and one sample of lot 22115016 was received for investigation. All samples received were unused, and 10 of the 11 were unopened. Through visual inspection, the customer complaint was confirmed. There were black and red specs of foreign matter on the drip chamber. The drip chamber was cut open and the foreign matter was found to be embedded into the drip chamber. A device history record review for model 11532269 lot number 22115693 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 29nov2022. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. (B)(4). A device history record review for model 11532269 lot number 22115016 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 02nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed, and it was determined that the foreign matter seen was from the supplier and not the manufacturing process. The supplier was notified of this defect. The foreign matter seen is burnt resin from the mold used to create the component. The resin remained lodged in the roller during the molding process, which made the embedded foreign matter seen on these samples. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.